Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 67-68 mg/dl resulting in the customer losing consciousness. Low bg cause was not known. An emergency medical technician (emt) administered intravenous glucose and the customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.